Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient required vena cava filter placement due to pulmonary embolism. Access was gained to the right internal jugular vein and a venacavagram demonstrated no evidence of thrombus within the ivc. The filter was successfully deployed in the infrarenal ivc without incident. The access site was compressed until hemostasis was achieved. The patient tolerated the procedure well without immediate complications. Approximately four months post filter deployment, the patient was scheduled for a filter retrieval procedure. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram demonstrated evidence of a small volume of clot within the filter and a larger clot adherent to the right lateral aspect of the ivc in a suprarenal location. The decision was made to retrieve the infrarenal ivc filter and insert a new suprarenal ivc filter. The filter was snared and successfully retrieved through the sheath. The sheath was exchanged for a new delivery system and the filter was successfully deployed in a suprarenal location. The sheath was removed. Hemostasis was obtained without difficulty. The patient tolerated the procedure well. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the infrarenal location. Approximately four months post filter deployment, a venacavagram demonstrated evidence of a small volume of clot within the filter and a larger clot adherent to the right lateral aspect of the ivc in a suprarenal location. Based on the provided medical records, it can be confirmed that the patient experienced thrombosis after filter implantation. However, the investigation is inconclusive as no specific deficiency of the filter is alleged and the origin of the thrombus is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - caval thrombosis/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was indicated for pe and successfully deployed in the infrarenal ivc without incident. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Imaging demonstrated a large clot adherent to the right lateral aspect of the ivc in a suprarenal location. The filter was successfully retrieved with a snare and a new filter was successfully deployed in a suprarenal location. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.